Manufacturer narrative:
Technician found loose pins in p379 cable connector. Replaced p379 cable (pn p379u15d) and checked functions to resolve this issue.

Event description:
Complainant alleged that pt in medsurg room could place nurse call, with response not heard in expected location.